Event description:
Boston scientific received information that this right atrial (ra) lead is suspected to be fractured. The lead was electrically deactivated and remains implanted. No adverse patient effects were reported. Due to the patient's age and that they have an intrinsic rhythm, no intervention is planned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.